Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing the complaint sample and product lid stock. The images show an unraveled guide wire advanced through an introducer needle with evidence of use. The guide wire appears to be unraveled from the distal end; however, this cannot be determined without the complaint sample to evaluate. The probable cause of the complaint issue could not be determined from the image. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images show the guide wire unraveled in use; however, the actual complaint sample was not returned for evaluation. The DHR records for the guide wire and catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide got stuck in the needle and they discovered that the spring wire guide was damaged. The alleged issue was encountered prior to insertion. Therapy was delayed/interrupted. No patient injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide got stuck in the needle and they discovered that the spring wire guide was damaged. The alleged issue was encountered prior to insertion. Therapy was delayed/interrupted. No patient injury or complications.